Manufacturer narrative:
No serious injury was reported as a result of this malfunction. Though still under investigation, varian has determined that a MDR is appropriate as this malfunction, should it recur, could potentially result in mistreatment and cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Customer was checking chart and noticed that the dose to date was incorrect by 1.5 cgy. He spoke to the therapist and they were not sure why or what happened but recall some network issues that day. The screen shots were reviewed and it was found that one field was field recorded twice and one field appears to have been skipped in the history tab.